Event description:
Reported as "a stomach perforation with infection. The cause is unk at this time."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 12/jun/09. The product associated with this report has not yet been returned. Based upon the serial # and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Stomach perforation and infection are surgical/physiological complications, and analysis generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of stomach perforation as follows: "caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."